Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. A visual, dimensional and functional inspection was performed. The reported difficulties were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Evaluation summary: the investigation determined the reported difficulties were related to the case circumstances. The difficulties were due to attempting to advance the supera through the stent strut of an older re-stenosed stent. While doing so, the shaft of the stent delivery system kinked during the attempt to advance which resulted in resistance with the non-abbott guide wire during removal. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was a complex case involving a chronic total occlusion (cto) proximal to a restenosis of an older stent. To get around the cto, a non-abbott guide wire was advanced sub-intimal and re-entered the true lumen. In re-entering the lumen, the guide wire had gone through the older stent's strut. The first supera stent was successfully advanced across the older stent strut and was deployed distally in the popliteal/superficial femoral artery. The second supera stent (size 5.5x150 mm) was advanced and intended to be placed proximal to the first supera, but it was unable cross through the older stent strut. The shaft of the stent delivery system kinked during attempt to advance. The sds was removed, but resistance was met with the non-abbott guide wire during removal. The guide wire was removed and replaced with a new guide wire, but still through the old stent strut. A new same size supera was used and was able to cross the old stent strut. The patient had a great procedural outcome. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.